Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to hyperglycemia event on (B)(6) 2026. Patient reported cannot physically talk. No further information available.